Event description:
Complainant alleged that while attempting to cardiovert a 42-year-old male patient, the device failed to charge to set energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. A review of the logs indicated the customer has never reconditioned their batteries. The battery was determined to be the cause of the event, but root cause was battery management. The battery was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.